Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint bc163 bubble CPAP system kit for investigation to determine if the subject CPAP probe had malfunctioned, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the CPAP probe of a bc163 bubble CPAP system kit moved by itself. The prescribed CPAP was more than 6 cmh2o but the probe moved down between 6 and 7 cmh2o. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
The bubble CPAP system is designed to provide breathing support to a spontaneously breathing neonate or infant. The system delivers humidified air to the patient and uses an underwater seal in the bubble CPAP generator at the distal end of the expiratory breathing circuit to provide CPAP to the patient. The bubble CPAP system is intended for use in hospitals, predominantly in the neonatal intensive care unit (nicu) and pediatric intensive care unit (picu). The complaint bc163 bubble CPAP system kit was not returned to fph in (B)(4) for investigation. Attempts were made to obtain the complaint device but no response was received from the medical center. Without the complaint device, we were unable to determine if it had a malfunction that could have caused or contributed to the reported event, or identify the root cause of the reported fault. The bubble CPAP generator probe is designed to be adjustable to allow the patient's CPAP levels to be set between 3cmh2o and 10cmh2o. It has a physical barrier, which prevents the pressure from exceeding 10cmh2o. The accompanying breathing circuit also includes a pressure manifold, which reduces the risk of unsafe circuit pressure. The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator, and state the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling."

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the CPAP probe of a bc163 bubble CPAP system kit "moves by itself". The prescribed CPAP was more than 6cmh2o but the probe moved down to between 6 and 7cmh2o. This was observed during use on a patient. No patient consequence was reported.